Manufacturer narrative:
This report is being submitted under alternative summary reporting exemption e2015054. This summary report is part of the 227 pilot program. Two complaints were received during this report period. Of these, 1 has an investigation that is currently pending. One showed no evidence of any device-related fault. All 2 reported devices are labeled for single use. None of the devices were reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes 2 malfunction events which are associated with a circuit, equipment, or system whereby its functions fail to be properly synchronized or its relative positions properly oriented. These reports were received from various sources. Patient information was not confirmed for 2 events.